Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that no air was fed due to clogging of the nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the bending section cover was discolored; the adhesive on the bending section cover was chipped; no water was fed due to clogging of the nozzle; the adhesive around the light guide lens was peeled; there were foreign objects in the distal end; the connecting tube was wrinkled, dented, and discolored. Lastly, there were scratches on the following parts: the bending section cover, the connecting tube, the suction connector, the protector of the universal cord on the suction connector side, the universal cord, the grip, the scope cover, the switch box, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, and the right/left knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign object clogging the nozzle could not be specified since it was unknown if the reprocessing was conducted in accordance with the IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had weak air supply. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.